Event description:
The reporter stated that the surgeon was inserting a single piece collamer lens model cc4204bf lens and the lens tore. The surgeon removed the lens and replaced it with another same type lens. No pt injury occurred. The reporter stated that the surgeon thought the lens was loaded incorrectly.

Manufacturer narrative:
.